Manufacturer narrative:
The previous regulatory report 2029214-2021-01535 was sent in error. The event is not reportable at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire stent would not detach.   The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6mm and a 4mm neck diameter. The landing zone was 3.6mm on the distal end and 4.3mm on the proximal end. The parent vessel was the left inner carotid posterior communicating artery segment with a diameter of 4.4mm. The branch vessel was the posterior communicating artery with a diameter of 2mm. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.   It was reported that after deploying the stent according to the normal operation procedure, they filled the spring coil. The spring coil was embolized and not detached. It was ready to deploy the stent, but the stent could not be detached. After repeated attempts for half an hour, the surgeon decided to recover the spring coil and then recovered the stent. After replacing with the sab-6-30, deployed the stent, filled the spring coil, and detached it smoothly. Continued to embolize the coil, the operation was successfully completed, and the embolization was satisfactory. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared as indicated in the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.